Event description:
The bmw elite would not cross the lesion and was kinked. A second guide wire was used to successfully complete the procedure. There was no clinically significant delay in the procedure due to the failure to cross and no adverse patient effects. No additional information was provided. Returned device analysis revealed the core was separated at the proximal end of the hypotube.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The kink and bend of the guide wire were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Returned device analysis revealed the core was separated at the proximal end of the hypotube. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.